Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was the button was covered in glue. The root cause was unable to be identified. There was no adverse event that resulted from the damaged monitor.